Manufacturer narrative:
Reported by distributor: (B)(4). Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator generated an extended self test (est) circuit pressure test fail error code. The device was available for evaluation the service engineer evaluated and replaced the exhalation pressure transducer printed circuit board (pcb). The ventilator passed all testing per manufacturer specification at the time of service. One exhalation pressure transducer pcb was returned for further analysis: a visual inspection was carried out on the returned component with no anomalies observed. The component was attached to the failure investigation test ventilator for analysis and powered up but failed calibration. The fault was isolated to component u1 on the exhalation pressure transducer pcb. The likely cause of the issue was isolated to the exhalation pressure transducer pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator generated an extended self test (est) circuit pressure test fail error code. The ventilator was not in use on a patient at the time of the reported event.